Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR #: 2134265-2010-02078. Non-bsc randomized controlled study comparing treatment of femoropopliteal disease with primary stenting and post angioplasty vs primary stenting and post cryoplasty. It was reported that six months post procedure in-stent restenosis occurred. In (B) (6) 2009 three non-bsc stents were deployed to treat an occlusion in the mildly calcified and non-tortuous left superficial femoral artery. Access was obtained through the right femoral artery. The stents were post dilated with a .035 - 5/100/120 and .035 - 5/40/120 polarcath balloon. There were no patient complications. Patient status is reported as ¿improved abi's and symptoms¿. (B) (6) 2009 intervention was preformed to treat in-stent stenosis and decrease in abi. The patient was experiencing mild claudication at the time of the event. The patient was treated with laser atherectomy and a non bsc stent. Patient status reported as "improved abi's and symptoms".